Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of shocking type sensations where the peripheral (off-label) lead is located. The patient stated the sensation began to interfere with her breathing. A sjm representative met with the patient, evaluated and reprogrammed the patient's system. The programming reportedly relieved the issues with shocking and breathing. However, the patient reported she did not have any coverage of the shoulder area. Follow-up identified surgical intervention was taken, migration of the lead was confirmed during the procedure. The patient's lead was replaced and a strain relief loop was used. The patient reported receiving effective stimulation therapy post-operative. The reported issue has been resolved.